Event description:
The customer's mother reported via phone call that the insulin pump kept suspending delivery on its own. Customer's carelink reports were reviewed and it was found that it looks like the suspend was user initiated. Customer's mother was advised that the insulin pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to j2/lcd keypad connector unlocked. The history anomaly, suspend anomaly, and no delivery alarm were not able to be verified due to unresponsive buttons. Insulin pump had minor scratched display window.